Event description:
This lead was displaying sensing and threshold issues and was found to be dislodged. Therefore, it was repositioned. There were no adverse pt effects reported. All available info suggests this lead remains actively implanted. If add'l info becomes available, this event will be updated.